Event description:
The customer reported that, during reprocessing, a leak was found at the adhesive on the bending section cover of the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found on the forceps elevator of the scope. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
Inspection and testing found dirt around the forceps elevator due to insufficient cleaning. The reported event (leak) was also confirmed. A leak was found from the connecting tube due to a cut. In addition, there was a leak due to deformation of the scope connector, the adhesive on the bending section cover was detached, the suction cylinder was shaved, angulation in the up/down and left direction was less than standard due to wear of the angle wire, water removal function did not meet standard value due to clogging of the nozzle, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, the foreign material was caused by an air leak in the device which impacted the reprocessing process. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.